Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and keypad anomaly. The customer's blood glucose level was 8.7 mmol/l at the time of incident. Customer stated that the all buttons of the insulin pump was not responding. Customer stated that the insulin pump had a broken force sensor was detected during seating or regular delivery error alarm. Customer was unable to successfully clear the alarm. Customer reported the time clock does not advance. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer reported that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify keypad unresponsive/button error alarm due to critical pump error. Device received a broken force sensor was detected during seating or regular delivery because the force sensor cable is incompletely plugged in.